Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed and passed. The reported event of loss of connection was unable to be confirmed with the returned receiver. Data was evaluated upon awareness of the complaint and confirmed the complaint; however the data was unavailable for review upon receiving the device. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.